Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 500 ml. Flow rate: 5.0ml/hr. Procedure: total abdominal hysterectomy (tah). Cathplace: sub fascial. Abdominal infection. Symptoms: fever with chills; pus from wound. Culture taken: yes, gram positive (B)(6). Medical intervention: yes, readmitted to hospital on (B)(6) 2012. Was treated with IV zosyn, IV vancomycin, IV ancef. Physical status classification (asa) status: 3. Current pt condition: stable. Pt contact: yes. Adverse event: yes. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: no sample will be returned for eval and investigation. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add¿l info pertinent to this event becomes available, I-flow will submit a follow-up report.